Event description:
The lay user/pt contacted lifescan alleging that her one touch ultra does not turn on ahd has a cracked casing. The pt last tested on her meter a "week ago monday." She was having symptoms of weakness, nausea, and had a headache and then took some insulin (type/dosage). It is unk if the pt developed any symptoms or felt better after taking the insulin. At an unspecified time, the emergency services were contacted and provided treatment but the pt was unable/unwilling to report the type of treatment. The pt also reported that she got "1000" on another meter (name of device not provided). Specific times and details of each occurrence were not provided at the initial call with the customer care advocate. The customer care advocate verified the following: the meter was not out of the box, the battery was correctly installed, the correct test strips were used and it has been greater than 1 year since the battery was last replaced. The pt did not have a replacement battery but the cca walked the pt through some troubleshooting steps, which did not resolve the power issue. The pt also reported that there was misuse of the product, which contributed to the cracked casing. The medical affairs specialist sent a letter in 4/06 since the pt cannot be reached by telephone. It would be helpful to obtain the following info: when the mete issue started, if the pt used a backup meter, if the pt made any adjustments to her diabetes mgmt due to the inability to test, and when the pt developed symptoms. It would also be helpful to know when the emergency services were contacted, when the pt got the "1000" meter reading, and the pt's diagnosis and treatment. Although the pt reported that there was misuse of the product and it has been over a year since the battery has been last replaced, this complaint is being reported because the pt was unable to test, developed symptoms, and eventually received a medical intervention. The meter, test strips, and control solution were replaced.